Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, there was an initial power up issue due to a faulty ac cable. There was no reported patient involvement. The technician recommended replacing the device's ac cable to address the issues. No repair was performed. The device is not needed for inventory and was scrapped. No further investigation is warranted at this time.